Event description:
Rupture of silicone breast implant. Device malfunction. Mammogram showed "lesion" but drs and technicians did not read x-ray as ruptured implant. Pt told that "lesion" was not dangerous and not necessary to do anything. Pt had intermittent x-rays through 1993 and in 4/93 was told implant was ruptured and should be removed. Event date: 8/87. Implant date: 6/69.